Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of a possible carryover issue that was causing questionable elecsys hcg + beta test system (hcg+b) and elecsys progesterone iii results on their cobas e 411 immunoassay analyzer. The customer provided the elecsys hcg + beta test system (hcg+b) result for 1 patient sample that was a reportable malfunction. The initial hcg+b result was 6055 miu/ml. The same patient sample was retested and a hcg+b result of <0.100 miu/ml was obtained. Both results were from the same primary tube. The erroneous result was released outside of the laboratory to the patient. The patient did not believe she was pregnant and she went to a different doctor for confirmation. The hcg+b result of <0.100 miu/ml was deemed to be correct. There was no adverse event. The hcg+beta reagent lot was 257341 with an expiration date that was requested but was not provided. The customer stated that no other assays were affected. The field engineering specialist was unable to find a root cause. He adjusted the sipper probe. He confirmed that the system went into standby status without any alarms. The customer ran qc with acceptable results.

Manufacturer narrative:
The service actions appeared to have resolved the issue. The investigation was unable to find a definitive root cause.